Event description:
It was reported that a patient underwent a pilonidal cyst excision procedure on (B)(6)2010 and suture was used. During the procedure, the scrub nurse noticed that the tip of the needle was missing. The surgeon was informed and an x-ray was taken. The x-ray did not find the needle in the wound. The missing tip of the needle was not found. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.